Manufacturer narrative:
H3: product analysis confirmed that visually, the returned packaging carton was in marginally damaged condition. After removing the product from the carton, portions of the wire harness were observed to be cut away and the molex connectors were not returned when received. Under magnification, cracks were observed in one of the electrode ink traces. The observed damaged area had an indentation. Electrically, although resistance could not be measured from end to end, in accordance with the specification of being under 200 ohms, continuity was still measured between the stripped wires and trace pads and the measurements were as follows: 21.8 ohms (blue), 26.6 ohms (blue with white stripe), 24 ohms (red), and 225 ohms (red with white stripe), in which the red with white stripe electrode was the ink trace that cracks were observed in. A syringe was used to inject 15cc of air into the cuff balloon and inflation and deflation of the cuff occurred with no issues. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturer representative reported that a nerve monitoring emg tube was placed by the anesthesiologist and was briefly connected and then lost connection. Troubleshooting made was to reestablish connection but unsuccessful and had to use a different tube to complete the procedure. There was no patient impact.